Event description:
It was reported that the reservoir leaked into the reservoir compartment. The insulin pump has a hairline crack on the reservoir compartment section of the insulin pump. The blood glucose reading is 145 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge